Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
(B)(6)2025: the customer called to report that she went to her healthcare provider (hcp) office to have a ketone test performed due to elevated blood glucose (bg) levels of 547 mg/dl. During troubleshooting, it was found that the user neglected to remove the needle guard cover inhibiting insulin delivery for an extended amount of time. The user was assisted with changing the infusion set and insulin delivery resumed. The test showed moderate ketone levels and the hcp recommended treatment in the emergency room (ER). The user stated she was transported to the ER by her daughter where she was monitored and released the following day, 2(B)(6)2025. No long-term health effects were reported.